Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead, "didn't work." The rv lead was explanted and replaced. It was also noted the incorrect serial number was registered for the rv lead. The error has been corrected. No patient complications have been reported as a result of this event.